Event description:
It was reported an infection occurred. It was further reported the patient presented to the hospital with a fever and was found to have (B)(6). The patient was discharged to a skilled nursing facility for antibiotic therapy via a peripherally inserted central catheter however re-presented with klebsiella pneumoniae bacteremia. A transesophageal echocardiogram was performed and there was possible vegetation on the mitral valve and suspected infective endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.